Event description:
Medics responded to sick pt call, pt experiencing weakness, dizziness, and stroke like symptoms. Reportedly, when the device operator turned the device on, the screen locked up, did not complete the power up sequence and the service light turned on. The device operator powered the device off and back on in an attempt to use the device. The device service light came on immediately after power up. No back up device was available, the pt was transported to a local hosp. The reporter stated there were no adverse affects to the pt as a result of the device operation.